Manufacturer narrative:
(B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device was showing an internal error message was confirmed. The defective idt board was replaced to address the issue. Further, the 5-pin socket assembly was found to be corroded, the generator was physically damaged and the mounting foot were missing. The defective and missing parts were replaced, and the device was tested and found to be working according to specifications. Fluid ingress into the device is the root cause of the corrosion of the 5-pin connector. User mishandling of the device is the most probable root cause of the physical damage to the generator and the missing mounting foot, along with that of the damage to the idt board. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
As reported by biomed via phone, the vapr iii generator is showing an internal error message. No other information was available.